Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted one day post-op. The physician typically performs defibrillation threshold (dft) testing one day post-op. When the patient was brought back for the dft tesing, the physican noted the shocking impedance measurement of >125 ohms. All other lead measurements were stable and within normal limits. The pocket was reopened and the physician noted that the proximal terminal pin was not fully inserted into the header. When the physician attempted to loosen the proximal setscrew, he was unable. The device was explanted, replaced and returned to guidant for analysis.